Event description:
It was reported that the ventilator generated technical error codes indicating power error. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. The claimed issue was reproduced during troubleshooting. Based on technician statement, inspiratory flowmeter, inspiratory channel printed circuit board, o2 cell, o2 cell cable, air inlet filter and pressure transducer printed circuit board have been pointed as defective. Pressure transducer pcb measures the pressure, conveyed via the pressure tube connected to this block by its differential pressure transducer. With differential reference to the ambient pressure, the output signal is proportional to the measured pressure thus giving a linear measurement in the range -40 cmh2o to +160 cmh2o. Inspiratory channel printed circuit board is interconnecting board which is e.g. Directly connected to o2 cell via cable for o2 cell, therefore if pc2030 is defective the o2 cell test may failed. Inspiratory flowmeter measures the combined air and o2 flow, as well as the temperature, of the inspiratory gas from the o2 gas module and turbine module. The flow measurements are used as input to control the gas module and the turbine, creating a feedback loop. The flowmeter uses a thermal measuring principle, in this case a differential temperature measurement. The basic principle is that two temperature sensors at no flow through the flowmeter, the temperature will be equal on both temperature sensors and with a flow through the flowmeter, the temperature on the two temperature sensors will differ, consequently the higher flow the bigger temperature difference. The airflow to the turbine and to the patient is protected by an air inlet filter. The air inlet filter consists of a hepa (high efficiency particulate air) filter and a dust filter. Both filters are articles of consumption and dust filter for the air inlet filter consumption is approx. 15 pcs/year and air inlet filter for the turbine module needs to be replaced once a year or every 5000 hours of operation, whichever comes first. Air inlet filter is included in maintenance kit servo-air 5000 h. O2 cell is responsible for measuring the o2 concentration in the inspiratory channel. The device's logs and claimed parts were not provided for further analysis. The cause of the issue has been determined as related to inspiratory channel printed circuit board, o2 cell, o2 cell cable, air inlet filter and pressure transducer printed circuit board.

Event description:
Manufacturer's ref. #: (B)(4).